Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported that the device was going to be taken out the next day because a wire broke. The patient noted that the device was in his forehead and the wire went over his left eye, behind his ear and into his chest where the implant was. The patient did not know when the wire broke and stated about a week ago the healthcare professional determined the wire was broken. The indications for use were non-malignant pain and headache. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.